Event description:
It was reported that the pt presented with the symptoms of underdose (no specific symptoms were reported) and the pump was noted to be alarming. A rotor study was performed (date not reported) which revealed a motor stall. The pt's pump was replaced. The pt outcome was not reported. It was reported that there was no pt injury. The pt's injury contained pethidine 200 mg/dl.